Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set crimped cannula event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via pump, correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.